Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit received with the audio alert functioning properly. No audio alert anomaly noted. Hardware low level failures alarm (variable 3) confirmed in the pump history due to broken pin 6 trace (sda) on u1 keypad assembly. Software error detected alarm found in the pump history due to software error.

Event description:
The customer reported via phone call that the insulin pump had software error detected and hardware low level failures. The customer¿s blood glucose was unknown at the time of incident. The customer was able to clear the alarm and able to rewind the insulin pump the customer also able to passed the self test. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.